Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in an emergency room following a vibratory alert on the device. The system was interrogated and low pacing impedance and myopotential oversensing were noted on the right ventricular (rv) channel. It was suspected that the cause of the event was due to rv lead insulation damage. However, provocative testing was conducted but was unremarkable. Moreover, no diagnostic imaging was conducted to confirm the supposition nor was the insulation damage visualized during the revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.